Event description:
It was reported the patient experienced an uncommanded bolus from their omnipod 5 controller. The patient's blood glucose level dropped to 43 mg/dl while wearing the device. The patient was given orange juice. The patient blood sugar stabilized at 92 mg/dl. Shortly after the patient experienced another low blood sugar and upon review of the device settings it was noted that an insulin bolus of 3 units was delivered that was not requested. This investigation is pending the receipt of additional information including the device logs and review of the physical returned device. When additional information becomes available, post market safety will review this case again.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
In the case description, the user mentioned receiving a 3 u bolus uncommanded. Inspection of the android log files confirmed the delivery of a 3 u bolus on the date of occurrence. The audit logs confirm that the confirm button was pressed to confirm the 3 u bolus with no bgs or carbs entered. Inspection of the engineering logs show evidence of interaction with the controller to program the bolus. The engineering logs show that the bolus button was pressed to open the bolus calculator and the total bolus amount was modified though no carbs or bgs were entered, indicating manual adjustment of the total bolus. Logs show that the blood glucose window in the bolus calculator was pressed to open the bg entry screen, but no bg reading was entered before the bg screen was exited back to the bolus calculator. The proper flow was followed with the next button being pressed to bring the user to the confirm bolus screen and the start button being pressed to begin bolus delivery. The bolus record shows that the amount confirmed was 3 u and the bolus was manually adjusted from 0 u to 3 u before confirmation. No evidence of an uncommanded bolus was observed in the downloaded logs. During the investigation, the controller was paired with an unused pod, which was paired with a cgm emulator, and the controller was able to activate the pod and command a bolus. The bolus calculator was able to correctly suggest a bolus amount based on the settings in the controller when bgs and carbs were entered. The controller was also able to correct register touch inputs with no evidence of sensitivity or incorrect inputs. No issues were found during testing that would contribute to an uncommanded bolus.